Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 8/1/99 at a retail vendor. On 8/9/99 the earring appeared to be inside the earlobe. He sought medical attention and had the earring removed and was prescribed antibotics.